Event description:
Noted drain tubing was not intact upon removal. Portion of drain tubing retained and had to be surgically removed from posterior thoracic region using a tonsil type clamp. The drain had broken where the clear portion of the tubing meets the white portion of the tubing. Multiple back surgeries, anxiety, asthma, chronic pain syndrome, depression, hyperlipidemia, hypertension, rheumatoid arthritis, stenosis of lumbosacral spine, and tobacco dependence.